Manufacturer narrative:
Product analysis #(B)(4): photo attached at pe level. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made during the procedure to use one endeavor resolute rx coronary drug eluting stent to treat a lesion. No abnormalities were reported in relation to anatomy. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The lesion was pre-dilated. It was reported that stent dislodgement occurred after removal from the patient. It was reported that an abnormal image was noted during the operation. There was a problem when the stent was passed. It was found that the stent was unloaded after removing it. The patient is reported to be alive with no injury. Image received shows a deformed stent off its delivery system.

Manufacturer narrative:
Resistance was noted during advancement. Image review: photo 1; image shows the distal portion of a device and a dislodged stent. Deformation is evident to the dislodged stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. The balloon folds were expanded. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.